Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information has been requested. (B)(4).

Event description:
A technician reported that after an intraocular lens (iol) was implanted, it was exchanged due to patient reporting double vision with ghosting. Additional information was requested.